Event description:
Patient stated, he was using an "indwelling" which he had to remove and clean often. One time while removing or inserting, the patient inhaled the prosthesis. Pt went to hosp. And found device transparent to xray. Next day pt went to different hosp and ent used scope and retrieved the prosthesis from where it had lodged, where the trachea branches into the 2 lungs.

Manufacturer narrative:
It is unclear if this device is our device as we have no sales history or rx on file for this patient. The indwelling vp wesell is a clinician placed and removed device. Instructions clearly state this.